Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Customer cleaned speaker holes as instructed, attempted to remove and reconnect cartridge, and tried to load new cartridge but still experienced alarms. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.